Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the 16th august 2012 and performed to specification up to the (B)(6) 2016. Multiple manual power ups of ten minutes duration were recorded between the (B)(6) 2016 and the last log entry on the (B)(6) 2016. The returned pad-pak was installed and the device failed to power on, no leds were visible. A test pad-pak was inserted into the device and the device passed a self-test however most of the instructional leds remained illuminated. The device powered off with a warning memory full prompt and a flashing green status led. This indicates a fault. A test shock was delivered without fault and an acceptable measurement was recorded. Most of the instructional leds remained illuminated and the device issued CPR advisor prompts. This indicates a fault. Investigation found the reported fault can be attributed to membrane failure due to leakage current. The measurements taken during the investigation would indicate a failure of the membrane due to a breakdown in the cross over insulation resulting in leakage current. This indicates the current leakage caused the device to switch on automatically. The fault could not be replicated with a new membrane fitted. The membrane failure caused a short circuit which resulted in overvoltage and damage to the microprocessor.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.